Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed. The probable root cause is due to an improper application of the downstream occlusion(dso) seal. The pump was tampered with by a third party company, in which that company put the incorrect main board in. Along with putting in aftermarket components for the air detector, improperly installed connector nuts, and dso seal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had downstream occlusion alarm during preventive maintenance. There was no patient involvement and no harm/adverse event reported.